Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed electrical / mechanical adjustments to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the grounding pad failed to work after it was accidently pulled from vio dv integrated electrosurgical unit (iesu). The grounding pad was reattached, but it would not ground. Site had tried two ground pads, but the issue was not resolved. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site check the grounding pad on operating room (or) staff¿s skin, but the issue persisted. Site elected to use a third-party esu (covidien) for monopolar energy use and vio dv iesu for bipolar energy use. The procedure was completing as planned with no reported injury.